Manufacturer narrative:
Provided UDI number.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative provided the serial number of the device and indicated that the blood clot was thought to be related to the trial.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative regarding a trial patient who was undergoing advanced e valuation and had been placed under general anesthesia. It was reported that the patient experienced leg pain over the weekend which turned into the inability to walk. It was discovered that the patient had a blood clot in her leg and was being treated for the clot with blood thinners. The physician planned to cut the external portion of the extension and leave the lead and distal portion of the extension implanted and allow the patient to heal. They were reportedly unable to operate because the patient could not be taken off blood thinners. The trial started on (B)(6) 2016.